Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss result from the cobas e 402 analytical unit for one patient. The initial result was 0.02 miu/ml, accompanied by a data flag. The repeat result was 41.6 miu/ml.

Manufacturer narrative:
The qc was within the expectations. The alarm trace showed "qc result out of range" alarm. No sample quality issue nor reagent issue was found. The customer was not following the maintenance procedure. A refreshment maintenance training was provided to the customer. After the customer correctly executed the incomplete maintenance, the analyzer was performing within specifications. The investigation did not identify a product problem. The cause of the event was due to an incomplete execution of the customer maintenance.